Manufacturer narrative:
Per sales representative the patient has an infection. Replacement poly insert have been requested for revision surgery. Primary surgery occurred on (B)(6) 2023. Revision surgery date is still undetermined. Review indicates that the device was designed and manufactured to specification. All sterilization requirements were met.

Event description:
Per sales representative the patient has an infection. Replacement poly insert have been requested for revision surgery. Primary surgery occurred on (B)(6) 2023. Revision surgery date is still undetermined.